Event description:
Pt reported obtaining back to back capillary blood glucose results of 278 mg/dl and 308 mg/dl, while using the suspect test strips. Within 5 mins, pt's venous blood glucose was reportedly retested, on a reference instrument, with a result of 70 mg/dl. Pt indicated that she self-tested by drinking apple juice. No pt injury was reported. Qc testing has not been performed on the suspect product. Technical support requested the return of the suspect product and replacement product was shipped.